Manufacturer narrative:
Correction: section d: unknown implantable lead.

Event description:
It was reported that, this right ventricular (rv) lead was explanted due to the patient had sarcoidosis in the ventricle and the rv leads that were implanted eventually perforated the tissue. The rv leads were not replaced. The pacing indication was only atrial, so atrial single chamber pacing (aai) or single chamber ventricular (vvi) were the only options. The physician chose vvi so the remaining atrial lead was placed in rv port and atrial lead was plugged. Therefore, the device is functioning as an aai pacemaker while being in vvi mode. It was noted that the physician attributed these procedures to the disease state of the patient and not to the rv lead function or construction. To this point, the initial lead placement was high on thick septal tissue and would not likely have perforated if the disease was not present in the tissue. No additional adverse patient effects were reported.

Event description:
It was reported that, this implantable lead was explanted due to unknown reason. No additional adverse patient effects were reported.